Manufacturer narrative:
According to the customer, one of the back legs of the bath chair broke and she fell and sprained her left knee. She went to the ed where they did an x ray but there was no fracture. The customer stated the ed gave her medication for the pain but she does not recall what the medication was. She had to stay off her leg for one week. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, one of the back legs of the bath chair broke and she fell and sprained her left knee. She went to the ed where they did an x ray but there was no fracture. The customer stated the ed gave her medication for the pain but she does not recall what the medication was.

Manufacturer narrative:
H6: c and d.